Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had the ins placed in jan 2023 but it didn't work. Pt stated it wasn't working so they had to move the stimulator and add a lead wire feb 9 2023. Pt thought they were given a new ins. Patient services (pss) reviewed the ins was not replaced. Pt stated they had to go and disconnected the call.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260; (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2014; explant date (B)(6) 2023: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported the implant was not helping their pain as much as their p revious implant did. Pt reported it couldn't be charged and had to be re-implanted. It continues to have programming issues and the intensity cannot be controlled. Pt is working towards a [unrelated] "rhysotomy" as they have been in pain since (B)(6) 2023. The issue has not been resolved. Weight was reported. The disposition of the lead was asked, but not reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.